Manufacturer narrative:
The glidescope avl video monitor and glidescope avl video baton 3-4 were returned for evaluation. A verathon technical service representative evaluated the returned system and isolated the loss of image to the video baton. The image would cut out when the video baton cable was manipulated. The image produced by the returned video monitor was stable and clear with good color rendition. Since there are no repairs available for the video baton, the returned baton was scrapped and the customer was provided with a replacement. The video monitor was certified and returned to the customer with the replacement video baton. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 3-4, the image would disappear. The procedure was completed with the video baton. No harm to the patient or user was reported.